Event description:
Customer reporting having issues with false positive flu b results. No further information was given. Attempts were made to gather further information from the customer without success. Two reports will be filed to address unknown number of questionable results. Report 1 of 2.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.